Manufacturer narrative:
Batch review performed on 14 october 2020: lot 1910890: (B)(4) items manufactured and released on 22-june-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, 107 items of the same lot have been already sold without any similar reported event. Other devices involved in the event: liner: mpact 01.32.3241hct flat pe hc liner ã¿32/d lot. 2001303 (k103721), batch review performed on 14 october 2020: lot 2001303: (B)(4) items manufactured and released on 11-may-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, 42 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 3 days after primary for implant dislocation, head from liner. The surgeon revised successfully the joint stem, head and liner. The surgeon expressed an opinion that the root cause of this event was less offset length caused by the mis-selection of the implant size.